Manufacturer narrative:
The complainant in the EU discarded the product and data log retrieval is not possible with covid19 regulations. A root cause of the ascending aorta perforation is not determined. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) placed an impella cp for a patient admitted in cardiogenic shock. The implant of the impella was done independent of an abiomed representative. The pump was placed via the left femoral artery for hemodynamic support during a left main and right coronary arteries angioplasty. The placement of the pump was difficult due to a calcified aortic valve. Shortly after implant the team noted contrast spillage and a false lumen at the ascending aorta. The team transferred the patient to another medical center for a vascular repair to the aorta. The pump was explanted and discarded at the second medical center. The cause of the damage to the ascending aorta was thought to be perhaps due to the impella pump placement.